Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the modular cable exchanged due to wear and tear of the outer layer. When the modular cable was removed, the end of the modular cable and driveline opening of the system controller was soaked with sticky green fluid. The technician opened the system controller to inspect the internal parts of the system controller. Green sticky fluid was visible inside. The patient used their consolidated bag and shower bag as instructed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the bulkhead connector and housing of the system controller was confirmed. System controller, serial (B)(6), housing was opened to assess the extent of the fluid ingress. The controller contained dark green fluid ingress in the bulkhead connector and housing around the connector. The fluid ingress did not affect the functionality of the controller. No alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the fluid ingress was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller housing, connectors, and cables. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-10531